Event description:
A malfunction on the pump was reported by the caller. Customer's blood glucose level reached 600 mg/dl due to the issue. To address the high blood glucose, the customer stayed hydrated and did not require third-party assistance. The malfunction code displayed was resettable, and the customer allowed the pump battery to fully deplete to reset the pump on their own, with guidance provided by customer technical support. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again.